Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5116439, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the leads had migrated. The patient underwent a revision wherein the leads were replaced. The patient was doing well postoperatively.